Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was at 10.5 v and can hardly feel it. The patient stopped feeling stimulation the day he came home from implant. During the call, they synchronized and reported that stimulation is on at 10.5v and didn't have any other available programs to try. The caller said the patient didn't feel it when laying down. The patient feels it when they first turn stim on, but it is really weak. The patient was advised to follow up with their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is not feeling stimulation. The patient had great stimulation with their previous ins to the point where they had to turn it down at night because it was too strong when lying down. The patient had no issues with their previous ins prior to the replacement. The rep is reporting slightly high impedances on all pairs the rep has tried different programming combinations including maxing out the pulse width, rate, and amplitude, but the patient is not feeling any stimulation. The impedances were tested and the following impedance results were reported. The impedances were ran at 3.0v and 0.7v and they were the same for both: 0-1 3299 0-2 5843 0-3 7806 1-2 4639 1-3 6801 2-3 2715; no further information was reported.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue has not been determined. The rep programmed the stimulator to deliver maximum energy and asked the patient to wait 1 week to evaluate pain relief. The issue was not yet resolved no further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) and manufacturer representative (rep). It was reported that the cause of the loss of stimulation was that the product was not working. The device was reprogrammed by a manufacturer representative (rep). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) regarding the patient. The rep stated that the patient is only able to get coverage/therapy when they are laying flat. They noted that the settings were at 10.5v, 450pw, 60 rate, 1 cathode, and 3 anodes. Patient services discussed adding cycling of at least 15 seconds on and off. The rep stated that per the patient, their previous implantable neurostimulator (ins) cycled, but it is unknown at what intervals. The rep stated that impedances were around 1000 ohms. They mentioned that they suspect scar tissue might be a contributing factor since the patient¿s paddle lead has been implanted for so long. Additional information received from the rep indicated that they just met with the patient; impedances were checked and were showing between 2000-3000 ohms. The rep stated that they tried every programming option with different pulse widths, rates, and configurations, but the patient can only feel stimulation lightly at 10.5v down their leg when they bend backwards. It was reviewed that the patient should follow-up with their healthcare provider. No further complications were reported or anticipated.